Manufacturer narrative:
Additional information received from j&j sales rep which clarified on the aware date. Email received from sales rep on 27 dec 2023. Clarification made to the aware date. (B)(6). Aware date is 18 nov 2023.

Manufacturer narrative:
Additional information received on (B)(6)2023, it was learnt that the reported issue was found before intraocular lens contacted the patient¿s eyes(found this in cartridge). No patient involvement. New lens was used for the patient. Section b3: date of event: (B)(6)2023. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Manufacturer narrative:
Section d9: device available for evaluation: yes. Date returned to manufacturer: 16 jan 2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection reveal that the lens was received with a detached haptic before and after the cleaning the lens with no additional lens defects observed. The intact haptic was measured and passed within specification for haptic thickness and width. Plunger rod issue (bent haptic plunger rod tip) was observed suggesting that excessive force was used or that the plunger rod engaged undesirably with the lens during deployment, possibly due to lens displacement by the excess amounts of viscoelastic residue observed in the lens staging area of the handpiece. No additional defects were observed on the handpiece before and after disassembly for evaluation. Viscoelastic residue was observed in the staging area of the handpiece suggesting that an excess amount was used during loading and insertion. The complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy section d6a: implant date: unknown, information not provided. Section d6b: explant date: unknown, information not provided. Section e1: initial reporter first & last name: information unknown/not provided. Section e1: email address: unknown/not provided. Section e1: initial reporter telephone number: (B)(6). Section h3-other (81): it was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation in eye, there was no trailing haptic found. It is unknown if intraocular lens remains implanted or removed and replaced. Date of implant is unconfirmed. No further information available.